Event description:
Covidien stapler labeled on box eea2535, but the device inside the box was a different size. Once it was realized three more boxes on the shelf with the same problem, same lot #. Manufacturer response for stapler, covidien (per site reporter) : they will reimburse us for the product and initiate a quality control study.